Event description:
It was reported that during the implant procedure and after the physician closed the incision of the pocket, two long threads of debris were pulled from the operative field. It was suspected, but unconfirmed, that these were part of the sheaths used during the implant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was not returned, only a thread-like foreign material was returned and analyzed, no origin was determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.